Manufacturer narrative:
The circumstances under which the damage occurred are unknown. A review of post-market surveillance data showed that excessive external force applied to the side rail is the most common factor associated with similar detachments. This is consistent with the observed condition of the side rail in this case and aligns with the technician¿s statement suggesting that ¿it looks like they pushed it into something, causing it to break completely¿. The instruction for use for enterprise 9000x (IFU 746-591-en) states that the caregiver should check the operation of the side rails daily, and contact arjo or an approved service agent if a fault is identified. The device did not meet its performance specifications due to the confirmed malfunction. The device was not in use for patient care at the time of the event, and no injury was reported. The complaint was assessed as reportable due to the detachment of the side rail.

Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer reported that the right head side rail was damaged. There was no patient involved. No injury was sustained. Based on the inspection findings and the photographic evidence provided, the customer-reported issue was confirmed. The upper arm of the side rail was found detached, and the lower arm was disconnected, resulting in a partial detachment of the side rail.